Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the airvo 2 was set to 60 lpm flow and 81% fio2 and at the time of patient desaturation the airvo 2 displayed a reading of 21% fio2. They also reported that the airvo 2 oxygen alarm lower limit was set to 21%. A performance check was conducted on the airvo 2 by the medical engineering team at the healthcare facility after the event and it was reported that no fault was found with the complaint airvo 2. It was noted by the medical engineering team that upon visual inspection of the device, the inlet filter was found dirty and the filter cover (where the oxygen enters the unit) was "hanging off". Conclusion: the airvo 2 is designed for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The subject airvo 2 passed all performance checks, as confirmed by testing completed by the healthcare facility. Without the complaint device, we are unable to conclusively determine what caused the reported event. However, based on the information provided to us by the healthcare facility, it is our view that the likely cause of the oxygen reading at 21% was due to the user not securely attaching the filter cover to the airvo 2. The user instructions which accompany the airvo 2 humidifier state that: "the airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases." The user instructions include the following warnings: - "the unit is not intended for life support"; - "appropriate patient monitoring must be used at all times."; - "oxygen must only be added through the special oxygen inlet port on the back of the unit. To ensure that oxygen enters the unit correctly, the oxygen inlet port must be fitted properly to the filter holder and the filter holder must be fitted properly to the unit."; -"do not block the flow of the air through the unit and hbt"; - "ensure an air filter is fitted when operating your unit".

Event description:
A healthcare facility in the UK reported, via a fisher & paykel healthcare (f&p) field representative, that a patient using the pt101 airvo 2 humidifier ("airvo 2") became unresponsive and desaturated to "about 50%". It was reported that the airvo 2 was set to 60 lpm flow and 84% fio2 and at the time of patient desaturation the airvo 2 displayed a reading of 21% fio2. The patient was moved to CPAP therapy. A performance check was conducted on the airvo 2 by the medical engineering team at the healthcare facility after the event and it was reported that no fault was found. It was also reported that the caregiver attempted to increase the fio2 by adjusting the flow meter but no changes were observed to the fio2 reading on the airvo 2 display. The patient was moved to CPAP therapy. The patient was reported to be in a stable condition with no further consequences.

Manufacturer narrative:
(B)(4). We are in the process of obtaining further information and the involved device for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) representative, that a patient using the pt101 airvo 2 humidifier ("airvo 2") became unresponsive and desaturated to "about 50%". It was reported that the airvo 2 was set to 60 lpm flow and 84% fio2 and at the time of patient desaturation the airvo 2 displayed a reading of 21% fio2. The patient was moved to CPAP therapy. A performance check was conducted on the airvo 2 by the medical engineering team at the healthcare facility after the event and it was reported that no fault was found. It was also reported that the caregiver attempted to increase the fio2 by adjusting the flow meter but no changes were observed to the fio2 reading on the airvo 2 display. The patient was moved to CPAP therapy. The patient was reported to be in a stable condition with no further consequences.